Event description:
It was reported that the patient called to report beeping tones following programming of his device. The patient was referred to his physician. Later review of manufacturer's database revealed the patient died 24 days later. Death certificate later revealed the cause of death to be terminal arrhythmia with underlying causes of electrolyte imbalance, renal failure, and (B)(6) .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/21/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.

Event description:
It was reported that the patient called to report beeping tones following programming of his device. The patient was referred to his physician. Later review of manufacturer's database revealed the patient died 24 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.